Manufacturer narrative:
While there is apparently no report of injury in this event, there has been a previous report received within the past two years involving this malfunction that resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This event will be reevaluated, as appropriate, if further information becomes available.

Event description:
In this event, it was reported that a propex ii apex locator provided incorrect measurements; event outcome is unknown as of this MDR evaluation. However, there is no indication that injury resulted.